Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported pt returned to operating room to have the cocr rods replaced that broke after a t4-ilium that took place (B)(6) 2016. The viper cocr rods broke at l5-s1 on the left and l3-l4 on the right. The patient failed to fuse at the corresponding levels at l5-s1 and l3-l4. The surgeon removed the expedium set caps, removed the broken rods and used closed double- side by side connectors to tie in the new cocr rods from l2 - ilium on the right and l3 - ilium on the left. The surgeon used bmp and stryker vitoss bimodal strips to fuse the patient.